Manufacturer narrative:
Device was used for treatment, not diagnosis. UDI: unavailable. Depuy synthes has been informed that the gtin is unavailable. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This is report 2 of 2 for the same event. It was reported by the sales rep that during testing of the equipments, it was discovered that the port on the rad32" 4k/uhd medical display was not working. According to the report, the cable had to be unplugged and plugged of the rad32" 4k/uhd medical display which resolved the issue. Furthermore, it was discovered that the micro tornado hp w handcontrol had the connector cap was missing. It was not reported if there was a delay in the surgical procedure. It was not reported if a spare device was available for use. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.